Event description:
Medtronic legal received information from the attorney of the family on july 18, 2024, medtronic received notice of a legal filing that the reporter alleged that on june 29, 2017, the customer experienced hypoglycemia with blood glucose value of 40 mg/dl. The customer reported symptoms like diaphoretic, weakness, lightheaded, fatigue and speechless. The customer required emergency medical treatment and was transported to the hospital where they were treated with glucagon and glucose/carb intake. The customer was discharged on the same of the admission. The customer was alleged about the defective insulin pump retainer ring. No further patient complications were reported. The insulin pump was in use during the reported event and it was unknown whether the auto mode feature was active at the time of the event. The insulin pump will not expected to be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.